Event description:
Smiths medical intl ltd, has been notified of an event that the user alleges cuff leakage after in use for five days. The tracheostomy tube was replaced. The unit was pretested per the instructions for use. No adverse outcome to pt.